Event description:
Patient was implanted with im nail for a tibial shaft fracture approximately (B)(6) 2011, eighteen months ago. Patient was returned to the or on (B)(6) 2013, all hardware was removed due to suspected unspecified infection. Patient was treated with antibiotics. No further information was available. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately (B)(6) 2011. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.